Event description:
It was reported that a customer's pump had a cracked and shattered touchscreen, which made the screen unresponsive and illegible. There was no reported impact on the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.